Event description:
During procedure, after embolization of lt. Va-pica aneurysm successfully by sl 10 micro catheter with 3 gdc coils (5x8, 4x6, 2x3), the assisted hyperform occlusion balloon catheter came out along with lt. Va under fluoroscopy. The hyperform balloon was inflated and deflated in every deploying gdc by around 0.2-0.25 cc inflation volume. The blood flow looked stable at this step. Then physician tried to deflate hyperform balloon. The blood pressure rose. The physician feared sah and decided to sacrifice pt lt. Va. And deployed coils from rt. Va (total 13 trufill and gdc coils) at distal portion of an. The pt showed stable vital signs at this time. Then the physician inserted hyperform 4x7 at proximal va and removed hyperform 7x7 . The blood pressure decreased. Then physician deployed additionally 2 coils at lt. Va-pica area and expecting completed occlusion of lt. Va. After all, physician confirmed lt. Va occlusion by flushing contrast, and also rt. Va showed no blood flow. After 5 minutes, interval rt. Va did not recover blood flow. Angiography from rt. Va did not recover blood flow. Angiography from rt. Ic showed no blood flow. Angiography from rt. Ic showed no blood flow. CT image confirmed sah. The physician is not thinking there were any defects in used devices.